Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Summary: retention samples for this complaint (B)(4) are not available for testing due to their location outside of our facility, currently located in mexico. Despite the unavailability of physical retention samples, a comprehensive investigation was conducted using alternative data sources. Investigation findings: device history record (DHR) review: the DHR for the associated lot 6006153 was reviewed and found to be complete and compliant. The lot was manufactured according to version 79, appendix 2 batchkort til prodiktion af pak - renrum mv 11 - 15 og 16 with a total of (B)(4) units. No deviations, non-conformances, or anomalies were identified during manufacturing or final release. Trend analysis: a review of complaint data for this product code mmt-441ak and lot 6006364 revealed no trend or clustering of similar issues. This complaint appears to be isolated. Risk assessment: based on the absence of manufacturing issues and complaint trends, the risk to patient safety and product performance is considered low. There is no indication that the product is defective or that further corrective action is required at this time. Conclusion: although retention sample testing could not be performed, the investigation was completed using available documentation and data. The findings support that the product met specifications at the time of release, and no systemic issue is indicated. Therefore, the complaint is considered closed with no further action required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an event on (B)(6) 2025 where tubing was detached close to site location. The site was patient's abdomen. No further information available.